Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a CT guided lung biopsy procedure, the patient allegedly suffered from pneumothorax. Coaxial was used. The procedure was completed using same device. It was further reported that no chest tube was placed at that time and pneumothorax was able to be resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: d1, d4 (medical device catalogue number) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a computed tomographic guided lung biopsy procedure, the patient allegedly suffered from pneumothorax. A coaxial was used. The procedure was completed using same device. It was further reported that no chest tube was placed at that time and pneumothorax was able to be resolved. The current status of the patient is unknown.

Event description:
It was reported that during a computed tomographic guided lung biopsy procedure, the needle was unable to advance through the coaxial. The device and needle were removed and a second attempt to obtain the biopsy was done with a new device of a different lot number. During the procedure, the patient allegedly experienced a pneumothorax. No chest tube was placed at that time the physician was able to resolve the pneumothorax. A coaxial needle was used during the procedure. The procedure was successfully completed using another device. The device was returned for analysis.

Manufacturer narrative:
H10: as it was unknown which device caused the pneumothorax; two complaints were opened. One complaint was opened for the device that allegedly had incompatibility issues and that event was reported to your firm via mfg report # 2020394-2024-00281. The second complaint was opened for the second device used during the biopsy procedure that had no alleged device problem but may have contributed to the pneumothorax and was reported to your firm via mfg report #2020394-2023-00639. H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: b1, b5, h1, h6 (patient) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.